Manufacturer narrative:
Patient identifier and lot number for the device are unknown.

Event description:
Per complaint (B)(4), the implant was removed due to the driver being welded to the platform. There was no patient impact noted.